Event description:
It was reported that after using the bio-composite achilles speedbridge, the patient complained of unusual inflammation and pain.this occurred 3 months post-op. Follow-up investigation: surgeon reported that a patient had an achilles speed bridge, bio-composite implant and about 3 months post-op, was complaining of pain and swelling. There was no sign of infection. The patient does not have allergies nor is a smoker or diabetic. The patient was put in a boot at 3 weeks and did well. No issues with being non-compliant post-op. Patient was prescribed physical therapy and anti-inflammatory medication which helped to relieve the swelling and pain. Surgeon has not considered revising the procedure at this point. The patient will be monitored.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of four similar adverse events from the same facility and same surgeon. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Other text : part remained in patient.